Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and allomax on (B)(6) 2010 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient sustained injuries on (B)(6) 2014 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix e/x and allomax on (B)(6) 2010 and/or (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient sustained injuries on (B)(6) 2014 and (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of allomax (device #1). Per operative notes, ¿adhesions of omentum to the anterior abdominal wall were taken down. Then a allomax graft (device #1) was used for repair and secured by tackers.¿ (B)(6) 2011 - the mesh repairs eventually broke down and patient presented with incarcerated ventral hernias, and underwent open exploration and primary sutured repair of hernias. (B)(6) 2012 - patient was diagnosed with incarcerated recurrent ventral hernia, multiple smaller swiss-cheese defects, partial bowel obstruction and pain thereby underwent laparoscopic repair with the implant of composix e/x (device #2). Per operative notes, ¿multiple adhesions to the anterior abdominal wall were taken down. Then a composix e/x mesh (device #2) was used for repair and secured to the anterior abdominal wall.¿ (B)(6) 2014 - patient was diagnosed with multiple recurrent ventral hernia and infection thereby underwent open repair. Per operative notes, ¿all adhesions were taken down. Previously placed composix e/x mesh (device #2) was pulled away from the left edge of the hernia repair and it was re-sutured to the abdominal wall." (B)(6) 2017 - patient was diagnosed with recurrent symptomatic ventral hernia thereby underwent open repair with the removal of composix e/x mesh (device #2). Per operative notes, ¿hernia sac and adhesions were taken down. Then a previously placed composix e/x mesh (device #2) was removed, and a synthetic mesh was used for repair and secured by sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.